Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr results from a coaguchek xs meter serial number (B)(4). At 7:12pm the result from the meter was 5.9 inr. At 7:15 pm the result from the meter was 4.0 inr. The customer stuck the same finger for both of the results provided. The customer's therapeutic range is 2.5 -3.5 inr. The erroneous result was reported to the customer's doctor. There was no allegation of an adverse event. The customer did state that they have a cold and that they are prescribed lovenox whenever their inr levels are too low. They were not given lovenox due to this event. The customer has no change in diet, has no hematocrit concerns, does not have antiphospholipid antibodies, and is not on direct thrombin inhibitors. The customer's meter and test strips were requested for return. Replacement products were sent. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.